Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 01/08/2019

Event description:
It was reported that leakage occurred when using a insyte¿ autoguard¿ shielded IV catheter. It was also reported that ¿the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge.¿

Manufacturer narrative:
H.6. Investigation summary: DHR review could not be performed since the lot number for this investigation was not reported. A 22ga iag (non-bc) catheter adapter assembly connected to an extension tubing. A 5ml bd syringe and a needle cover. Visual examination: no physical-mechanical damage could be observed on any of the components of the unit received. Since no evidence of damage could be found, proceeded to perform the water leak test. Water-leak test: leakage occurred, air bubbles were observed on the nose of the adapter, the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge. Conclusion(s): the wrinkled tubing can result from; (1)misalignment of the flare station. When the flare station isn¿t properly aligned, it can pull the tube down onto the swage pin causing a hole in the tubing above the wedge. (2)the flare blocks being worn down from regular wear and tear during the manufacturing process; this results in tears to the tubing.

Event description:
It was reported that leakage occurred when using a insyte¿ autoguard¿ shielded IV catheter. It was also reported that ¿the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge.¿

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred when using a insyte¿ autoguard¿ shielded IV catheter. It was also reported that ¿the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge.¿

Event description:
It was reported that leakage occurred when using a insyte¿ autoguard¿ shielded IV catheter. It was also reported that ¿the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge.¿

Manufacturer narrative:
The following field has been updated due to corrected information: date of event: unknown. The date received by manufacturer (01/08/2019) has been used for this field.